Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 2.7 mmol/l at the time of the incident and other blood glucose was 5.7 mmol/l. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using the auto mode feature. Customer reported that they did not believe insulin pump was over-delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.